Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department feeling extremely lightheaded and nauseous. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the device was not capturing while in back up mode. The device was reprogrammed and restored to normal function. The patient was stable and will continue to be monitored.